Manufacturer narrative:
(B)(4). D10: 183420 - vngd cr tib brg 10x63/67 - 760300. G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. The event cannot be confirmed. Device remained implanted, no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Doctor letters with medical information were provided and reviewed by a health care professional. Review of the available records identified the following: prior surgery over 10 years ago, reported instability and a patellofemoral pain, subluxation when going from extended to flex position with patellofemoral subluxation and crepitus. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial right total knee arthroplasty. Subsequently, the patient developed instability, patellofemoral pain, subluxation from extended to flexed position, patellofemoral subluxation, and crepitus. Approximately, 10.6 years post-op underwent a revision where the articular surface was worn and the patella was resurfaced. The articular surface was revised, and all other implants were retained. Attempts have been made and all available information has been provided.